Event description:
The or table was checked prior to bringing the patient into the room and it locked. When the room was cleaned and the patient was on the or table, the bed was unlocked and turned for positioning. When the staff attempted to relock the or table after re-positioning, it would not lock.====================== manufacturer response for table, surgical, or table (per site reporter)======================assisted our clinical engineering department in repair.